Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having blood glucose levels in the range of 300 mg/dl the morning of the call. Blood glucose level was 376 mg/dl at the time of the call. Customer reported experiencing nausea and vomiting. Customer reported treating with a bolus. Customer stated that she believed the high blood glucose levels were due to a problem with the insulin pump. No further information was provided.